Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years to 7.5 years in a one year time period. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the device will continue to be monitored on latitude until the device replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years to 7.5 years in a one year time period. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the device will continue to be monitored on latitude until the device replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Information provided indicates the device remains in service and the patient is still being followed on latitude until it reaches explant status.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years to 7.5 years in a one year time period. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the device will continue to be monitored on latitude until the device replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Information provided indicates the device remains in service and the patient is still being followed on latitude until it reaches explant status. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 12.5 years to 7.5 years in a one year time period. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the device will continue to be monitored on latitude until the device replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Information provided indicates the device remains in service and the patient is still being followed on latitude until it reaches explant status. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.